Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert. The customer¿s blood glucose level was 197 mg/dl. Troubleshooting was performed and noticed when he removed the battery it exploded and acid spilled into the battery compartment of the pump. The insulin pump will be returned for analysis.